Manufacturer narrative:
Correction: g3 date received for initial submission should have been 08/12/2023.

Event description:
A user facility reported no power to clic crit-line clip . It was discovered the staff was getting the usb port wet and shorting out the usb and the usb connection on the function board. Both components were replaced and verified operation of the machine. Upon follow-up, the biomedical technician (bmt) reported stated the there were no diagnostic messages or audible alarms. The bmt stated there was no patient involvement, patient harm, or adverse event reported. The bmt stated the function board appeared burnt and confirmed there was no smoke, fire or burning smell as associated with the reported event. The bmt replaced the function board and usb connection to resolve the reported issue. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and does not have a previous history of failing an electrical leakage test. The replaced components were available to be returned for investigation. A photo was provided for the investigation.

Event description:
A user facility reported no power to clic crit-line clip . It was discovered the staff was getting the usb port wet and shorting out the usb and the usb connection on the function board. Both components were replaced and verified operation of the machine. Upon follow-up, the biomedical technician (bmt) reported stated the there were no diagnostic messages or audible alarms. The bmt stated there was no patient involvement, patient harm, or adverse event reported. The bmt stated the function board appeared burnt and confirmed there was no smoke, fire or burning smell as associated with the reported event. The bmt replaced the function board and usb connection to resolve the reported issue. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and does not have a previous history of failing an electrical leakage test. The replaced components were available to be returned for investigation. A photo was provided for the investigation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility reported no power to clic crit-line clip . It was discovered the staff was getting the usb port wet and shorting out the usb and the usb connection on the function board. Both components were replaced and verified operation of the machine. Upon follow-up, the biomedical technician (bmt) reported stated the there were no diagnostic messages or audible alarms. The bmt stated there was no patient involvement, patient harm, or adverse event reported. The bmt stated the function board appeared burnt and confirmed there was no smoke, fire or burning smell as associated with the reported event. The bmt replaced the function board and usb connection to resolve the reported issue. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and does not have a previous history of failing an electrical leakage test. The replaced components were available to be returned for investigation. A photo was provided for the investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.